Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has been returned to the service facility and the evaluation is in process. A history review of serial number (B)(4) showed one similar complaint from this serial number. Both complaints are for the system freezing and neither event has led to patent harm or injury.

Event description:
Customer reported screen keeps freezing.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: upon evaluation of the equipment, bard limited service technician found that re-imaging the unit and updating the software version to the latest revision of 1.0.3 resolved the reported issue of system freezing. The system was then tested and returned to the customer. No additional failures were found during the evaluation/repair of the equipment. A history review of serial number (B)(4) showed one similar complaint from this serial number. Both complaints are for the system freezing and neither event has led to patent harm or injury.

Event description:
Customer reported screen keeps freezing.